Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The hand switch was replaced as a precautionary measure. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No patient injury was reported.